Manufacturer narrative:
Insulin pump passed displacement test. No frozen screen noted during testing. Insulin pump received without original battery cap. Unable to verify damaged or missing battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery compartment was damaged which was affecting the performance of the insulin pump and also reported that the screen of insulin pump was freezing at times. The customer¿s blood glucose level was unknown. The customer also reported that the gold piece fell off from the battery compartment. Customer states the pump has cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.